Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
A checkout of the equipment was performed by ge healthcare service representatives, and the equipment was found to function within manufacturer's specifications. The logs were downloaded and analyzed. The device logs do not indicate any error or internal malfunction of the anesthesia machine. The coroner performed an autopsy, however, it was reported that the cause of death was undetermined.

Event description:
The hospital reported that, at the start of the case, the patient was preoxygenated and given premedications. Subsequently, the clinician reportedly squeezed the rebreathing bag, however, it was noted that the patient's chest did not rise, and there were no carbon dioxide tracings. The patient reportedly started to desaturate and turned gray. The clinician reportedly intubated the patient. Manual ventilation was tried again with no success. It was reported that the patient died.